Manufacturer narrative:
As of 01/29/2018 aso evaluated unused returned product as well as retained samples of the same lot number for adhesion properties. In addition, aso reviewed records of biocompatibility tests.

Event description:
Consumer stated that she developed an allergic reaction when the product was used after having a minor procedure. Consumer noticed itching and irritation. The customer described the irritation as slightly puffy, itchy and bright red.